Event description:
It was reported that during the initial implant procedure, resistance was noted when rotating the helix during fixation of the right ventricle (rv) lead at the implant site. Helix rotation was tested outside the body of the patient and no anomaly was noted. High pacing impedance was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was bent consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found inner coil in the connector region was overtorqued consistent with procedural damage. Unable to perform the helix mechanism/extension length test due to the damaged helix. The cause of the reported event of helix mechanism issue was isolated to the damaged helix, the helix clogged with blood/tissue and the overtorqued inner coil. The reported event of high pacing impedance was not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.